Event description:
Pt admitted through ER to chest pain observation unit with subsequent positive cardiac enzymes, indicative of a non-stemi. Taken to ccl, films reveal rca with 80% long stenosis proximally with evidence of dissection. Predilated with a 2.5x15 quantum maverick. A 3.5x28 xience v deployed. Final films. Reveal a focal distal lesion, but elected not to intervene further, and to evaluate at staged procedure for lad. Timi iii flow. Treated with asa, heparin, angiomax, and prasugrel. To op unit at 1632. Onset of chest pain 809 at 1700, EKG reveals st elevation. Returned emergently to ccl. Films reveal 100% occlusion of previously placed stent, with thrombus evident. Inflations with 3.5x20 quantum maverick improved the angiographic appearance, however it was noted to have a distal edge dissection thought to be the cause of acute closure and stent thrombosis. Attempts made to place a 3.5x23 xience v unsuccessful, removed and further dilated with a 3.0x20 apex. The 3.5x23 xience v then positioned and deployed. Post dilated with a 3.5x20 quantum maverick. Final films reveal a good result with no evidence of dissection. Pain free at end of case and st's decreased. Treated with heparin and reopro.